Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented to the hospital with stomach pains; it was discovered by cta that the main body appears to have reached a diameter approaching that of the 34mm extension cuffs that were used. The patient was kept in the hospital over the weekend. Re-intervention was scheduled for (B)(6) 2018, however, while the patient's abdominal pains subsided, the patient also had severe issues with heart function and had not received cardiac clearance. Re-intervention was then rescheduled for (B)(6) 2018 and has since been cancelled.